Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no data being displayed. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H4 - device mfg date: corrected. D9: date returned to mfg.: 9/16/2024. Device evaluation: one device sample was received for analysis. Based on visual inspection and test results, the failure mode ¿no data being displayed (unable to obtain readings or intermittent readings)¿ is confirmed. The root cause was the middle two soldering points had an open circuit of solder which affected the electronic performance of the product. Awareness was given to personnel who perform the assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.